Event description:
It was reported that during a gastric sleeve procedure, the device fired but the staples didn't form and didn't cut. The reload rip the tissue and produced bleeding. Another reload was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis results showed that two reloads were received for analysis. The reloads were received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and ejecting the most proximal staples. The reloads were tested for functionality with a test device by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, (B)(4). Event could not be confirmed as no device was returned for analysis.